Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving hydromorphone (1.0 mg/ml, 0.0480 mg/day) as of (B)(6) 2015, last change noted on (B)(6) 2015, via an implantable infusion pump. Indications for use included non-malignant pain. It was reported that examination of the patient on (B)(6) 2015 noted staple irritation, with no dehiscence or drainage. The device was programmed on that date. On (B)(6) 2015, the patient reported a small area of right lateral skin erythema with an area of streaking. Examination on (B)(6) 2015 noted an area of erythema in the patient's right flank region, with some abdominal edema; no dehiscence or drainage. Examination on (B)(6) 2015 noted the patient continued to have some right abdominal edema (at the site of her intrathecal pump); tender to palpation, but no dehiscence or drainage. Examination on (B)(6) 2015 noted mild recurrence of right abdominal seroma. Examination on (B)(6) 2015 noted recurrence of right abdominal seroma. Examination on (B)(6) 2015 noted tenderness and slight fluid collection over the right abdominal area. The etiology was noted as unlikely related to the device or therapy; possibly related to the implant procedure; at the pump pocket. Intervention on (B)(6) 2015 included administering medications (bactrim ds 800 mg - 160 mg one b.i.d). Intervention on (B)(6) 2015 included administering medications (changed to vancomycin 250 mg bid). Interventions on (B)(6) 2015 included medical or non-surgical therapy of draining the seroma; aspirating 45 cc of fluid; and issuing the patient an abdominal binder. Intervention on (B)(6) 2015 included medical or non-surgical therapy of draining the seroma. Intervention on (B)(6) 2015 included medical or non-surgical therapy of draining the seroma. Intervention on (B)(6) 2015 included medical or non-surgical therapy of draining the seroma in the right lower quadrant of the abdomen. The patient outcome was reported as unresolved with no further action planned.